Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported there was a visible crack around y connection - chemo leaked over patient overnight. It was stated there was no change in the course of treatment, no exposure to blood or bodily fluids, and no erroneous results related to the incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked y-site was confirmed. The sample was evaluated and this event was determined to be supplier related. The supplier has been notified of this event. Bd is working closely with the supplier to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Event description:
It was reported there was a visible crack around y connection - chemo leaked over patient overnight. It was stated there was no change in the course of treatment, no exposure to blood or bodily fluids, and no erroneous results related to the incident.